Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see section d10), provide the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), provide the device manufacture date (see section h4), update the event problem and evaluation codes (see section h6), and provide the device investigational results. The device referenced in this report was returned to siemens for evaluation. During visual inspection, it was found a weak scratch but no critical damage on the articulation sleeve area. The reported system error was not reproduced when the system test was performed. A factory leakage test was conducted and it passed at full level. During destructive analysis, it was found vtgc-(gf#6) ~gnd short at cable level which could affect to system error and image problem. Electrical short was confirmed by multimeter tester. The possible root cause of the complaint was cable open/short damage inside transducer by manufacturing process variance and/or insufficient cable mechanical reliability. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.

Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
System lock up while the z6ms was connected. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to correct the date of the event (see section b3), provide additional event information (see section b5), provide additional initial reporter information (see sections e1,e2,e3), and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
Additional information was received and it was reported that during a transoesophageal echocardiography (toe) study, the transducer displayed a usacquisitionhw_10_0 error message when it was connected to the ultrasound system. The system was rebooted several times and the study was completed. There was no loss of data so the study was not repeated. There was no patient or user injury reported.